Event description:
It was reported by the customer that on (B)(6) 2010, the fiber broke and the tip blew off at 14,413 joules. Also, it was reported that the fiber tip was retrieved. No patient injury was reported. The device was not returned for evaluation.